Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a webster ® cs catheter with ez steer¿ technology and an open pouch seal issue occurred. It was reported that when opening the catheter for the first time the inside wrapping was opened already and the physician did not feel like the catheter was fully sterile. The catheter was replaced and the issue was resolved. The case continued. There was no patient consequence reported. Additional information was received on the event. The packaging was open. Almost as if there was no adhesive on the outer packaging. Meaning it was not fully sealed and therefore, the physician did not feel it was sterile. There was no issue with the way it was seated in the plastic. The event was assessed as a MDR reportable open pouch seal issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a webster ® cs catheter with ez steer¿ technology and an open pouch seal issue occurred. It was reported that when opening the catheter for the first time the inside wrapping was opened already and the physician did not feel like the catheter was fully sterile. The catheter was replaced and the issue was resolved. The case continued. There was no patient consequence reported. The investigation of the picture analysis was completed on 03-mar-2022. According to pictures provided by customer, an open pouch was observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).